Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one x-port isp implantable port attached to a groshong catheter was returned for evaluation. Functional, gross visual, tactile, and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture issue and the identified material separation, wear and deformation issues, as a partial compound break was noted approximately 6.0cm from the distal end of the cath-lock and a complete circumferential break was noted on the distal end of the attached catheter. The surfaces of the partial compound break was noted to be granular in both regions and edges of the complete circumferential break on the distal end were noted to be granular in one region and glossy and round in the other. Furthermore, based on the photo review reported catheter fracture issue and the identified material separation can be confirmed. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2023), g3, h6 (device) h11: h6 (method, result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a port placement procedure, the catheter was allegedly fractured. It was further reported that the port was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 05/2023). Device pending return.

Event description:
It was reported that during a port placement procedure, the catheter was allegedly fractured. It was further reported that the port was removed and replaced. There was no reported patient injury.